Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The top middle wire located on the back of the motor protection switch at stage 1 was burnt. The reported issue was identified during troubleshooting after the biomed contacted fresenius technical services for assistance when the ro system experienced issues power on or remaining on. The biomed stated the tapping the front panel of stage 1 would reboot the system after it lost power. Additional information was provided during follow-up. The biomed confirmed there was no other thermal damage discovered. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed that the ro system alarmed later that day with a heat disinfection interrupted alarm (code w-02-52-0). The biomed stated the ro system was in phase 4/5 when this issue occurred. The biomed stated the issue was resolved by placing the ro system into cool down. The ro system went into standby following cool down and was able to restart from there. The biomed attributed the alarm and issue encountered during heat disinfection with the identified thermal damage. The biomed stated the thermal overload switch did not trip. There were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The ro system is plugged into its own breaker. The biomed stated that the thermal damage was resolved after replacing the motor protection switch at stage 1 and repairing the burnt wire connecting the motor protection switch to the power contactor. The ro system was returned to service. A replacement wire has also been ordered and will be installed upon arrival. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b3 (date of event).

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The top middle wire located on the back of the motor protection switch at stage 1 was burnt. The reported issue was identified during troubleshooting after the biomed contacted fresenius technical services for assistance when the ro system experienced issues power on or remaining on. The biomed stated the tapping the front panel of stage 1 would reboot the system after it lost power. Additional information was provided during follow-up. The biomed confirmed there was no other thermal damage discovered. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed that the ro system alarmed later that day with a heat disinfection interrupted alarm (code w-02-52-0). The biomed stated the ro system was in phase 4/5 when this issue occurred. The biomed stated the issue was resolved by placing the ro system into cool down. The ro system went into standby following cool down and was able to restart from there. The biomed attributed the alarm and issue encountered during heat disinfection with the identified thermal damage. The biomed stated the thermal overload switch did not trip. There were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The ro system is plugged into its own breaker. The biomed stated that the thermal damage was resolved after replacing the motor protection switch at stage 1 and repairing the burnt wire connecting the motor protection switch to the power contactor. The ro system was returned to service. A replacement wire has also been ordered and will be installed upon arrival. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b3 (date of event) plant investigation: the reported thermal damage can be confirmed by means of the provided photograph. The thermal damage on l2 was most likely caused by a bad electrical contact between the cable lug and its contact pin at the motor protection switch. The bad contact resulted in a higher contact resistance and respectively higher thermal stress, which resulted in the found thermal damage. This failure pattern is a known issue and covered by a CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. The problem was solved by replacing the motor protection switch at stage 1 and repairing the burnt wire connection. It is highly recommended to replace the complete connected wiring of the motor protection switch (connection between motor protection switch and contactor and also power cord). It is also recommended to preventively equip both stages with the new available improved design. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Manufacturer narrative:
Correction: g3. The date received field for the initial MDR and follow-up #2 submissions were incorrectly entered. The initial submission reported the date received to be (B)(6) 2023 when the correct date is (B)(6) 2023. The submission for followup #2 did not update the date received to the correct date, which is (B)(6) 2023.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The top middle wire located on the back of the motor protection switch at stage 1 was burnt. The reported issue was identified during troubleshooting after the biomed contacted fresenius technical services for assistance when the ro system experienced issues power on or remaining on. The biomed stated the tapping the front panel of stage 1 would reboot the system after it lost power. Additional information was provided during follow-up. The biomed confirmed there was no other thermal damage discovered. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed that the ro system alarmed later that day with a heat disinfection interrupted alarm (code w-02-52-0). The biomed stated the ro system was in phase 4/5 when this issue occurred. The biomed stated the issue was resolved by placing the ro system into cool down. The ro system went into standby following cool down and was able to restart from there. The biomed attributed the alarm and issue encountered during heat disinfection with the identified thermal damage. The biomed stated the thermal overload switch did not trip. There were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The ro system is plugged into its own breaker. The biomed stated that the thermal damage was resolved after replacing the motor protection switch at stage 1 and repairing the burnt wire connecting the motor protection switch to the power contactor. The ro system was returned to service. A replacement wire has also been ordered and will be installed upon arrival. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The top middle wire located on the back of the motor protection switch at stage 1 was burnt. The reported issue was identified during troubleshooting after the biomed contacted fresenius technical services for assistance when the ro system experienced issues power on or remaining on. The biomed stated the tapping the front panel of stage 1 would reboot the system after it lost power. Additional information was provided during follow-up. The biomed confirmed there was no other thermal damage discovered. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed that the ro system alarmed later that day with a heat disinfection interrupted alarm (code w-02-52-0). The biomed stated the ro system was in phase 4/5 when this issue occurred. The biomed stated the issue was resolved by placing the ro system into cool down. The ro system went into standby following cool down and was able to restart from there. The biomed attributed the alarm and issue encountered during heat disinfection with the identified thermal damage. The biomed stated the thermal overload switch did not trip. There were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The ro system is plugged into its own breaker. The biomed stated that the thermal damage was resolved after replacing the motor protection switch at stage 1 and repairing the burnt wire connecting the motor protection switch to the power contactor. The ro system was returned to service. A replacement wire has also been ordered and will be installed upon arrival. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.